Manufacturer narrative:
Eval is in progress, but not yet concluded. The field service rep (fsr) found the battery status screen last measured discharge (lmd) reads "fail". The fsr replaced the batteries and completed preventative maintenance (pm). The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries was returned to the manufacturer for further eval.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, an error message appeared on the perfusion system: "battery needs service-full backup may not be available." The device was not changed out, as the system still functioned and they completed the case. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.